Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the false alarm/placement signal issue could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via left surgical axillary/subclavian artery for mechanical circulatory support. Impella in aorta alarms and impella in ventricle alarms were noted. Placement signal (ps) was in the 800s and then ps not reliable was received. Flows and motor current were stable. An echocardiogram was pending. The patient's outcome is stable.

Manufacturer narrative:
B5 updated with additional information.

Event description:
Additional information received stating that the echocardiogram confirmed appropriate placement. The pump is still implanted and in use.

Manufacturer narrative:
Additionally, information received confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to durable left ventricular assist device. Section d6b explant date has been updated accordingly (with d6a implant date repopulated)